Manufacturer narrative:
The distributor fse arrived on site to address the reported event. Fse replaced the pressure sensor to resolve the issue. No further information was provided. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 02jan2019 to aware date 02feb2020. There were three similar complaints, including this one, identified during this search period. The a1a-360 operator's manual under section 7.1 - list of error messages was reviewed. 4017 spec sy clog detected: the a1a-360 operator's manual indicates that the 4017 spec sy clog detected error message is generated when a specimen clog is detected. The item is not assayed. The operator is instructed to repeat the assay. The most probable cause of the reported event was due to damage to the pressure sensor.

Event description:
The customer reported receiving the 4017 spec sy clog detected error on their aia-360 analyzer. A distribor field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol, intact parathyroid hormone (ipth), prolactin (prl), progesterone (prog ii), and alfa-fetoprotein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.